Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the patient did not feel the insulin pump was delivering insulin correctly. It was stated that she tried to deliver a bolus of 25 units to treat a blood glucose of 18.3 mmol/l. It was stated that the customer disconnected the tubing while the bolus was delivering, and no insulin was exiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.